Manufacturer narrative:
During subsequent follow-up, the customer did state that a user error had been identified and was corrected. The customer failed to provide additional details but informed there was no patient harm associated with this event. All available clinical and device information has been reviewed. It has been determined that the cause of the reported impaired flow rate was likely due to unspecified use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown). The reporter later stated that a user error had been identified and was corrected. The customer failed to provide additional details but informed there was no patient harm associated with this event. There was no report or indication of patient injury or medical intervention. No additional information is available.